Event description:
It was reported the ultrasound gastrovideoscope's needle got caught and caused a pinhole. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. It was noted that watertightness was not maintained due to deformation of the internal parts of the up/down knob. Based on the results of the investigation, it is likely that the following led to the malfunction: a likely cause could not be provided. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: establishment name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional

Event description:
It was reported the ultrasound gastrovideoscope's needle got caught and caused a pinhole. The issue was found during reprocessing. There were no reports of patient involvement.